Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2015-25042.

Manufacturer narrative:
(B)(4). Results: the complaint about high impedance/stimulation lost was confirmed. As received, visual inspection of the returned single extension revealed a broken wire on channel one near the strain relief and extension failed the conductivity test for channel one. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.